Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Related manufacturer reference number: 2017865-2019-14038. It was reported that the right ventricular lead exhibited out of range impedance and high capture thresholds. The patient presented in clinic for a lead revision. The lead was capped and replaced on (B)(6) 2019. During the procedure, the implantable cardioverter defibrillator was prophylactically replaced. Patient was in good condition post procedure.